Event description:
One hour into use, the machine alarmed, "error, do not use." Device was changed. No ill effect to pt. An ambu bag was used until machine was replaced. The machine was serviced in may and next service was due in october. Rptr has had no other problems with the machine.